Event description:
It is reported that, during insertion of an external fixator in 2006, the metacarpal pin broke off inside the patient. The doctor moved the fixator more proximal, re-drilled and inserted another pin to hold the fixator. A post-op x-ray revealed the small tip of the broken pin remains in the patient's finger.

Manufacturer narrative:
Evaluation summary: probable cause cannot be determined. No product or x-rays were returned for evaluation. Device history records indicate manufacture to specification.